Event description:
The op-channel is defective. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: this device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the operation channel buckled, insertion flexible tube (ift) loosened. Based on the result, we concluded that it was caused due to the operation channel buckled; however, other failures are not related to the alleged complaint. Correction information: follow up #1, coding changed based on the investigation result.